Event description:
Our office in (B) (4) received a report that a consumer experienced red eyes and irritation after using complete multipurpose solution easy rub formula. The consumer usually showered while wearing contact lenses. The consumer stopped using the product and has since recovered. The consumer did not seek medical attention.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of complaint unit were within specifications. Microbiology eval of complaint unit did not meet specifications. The root cause has not been established. Retain sample test results for microbiology and chemistry were within specifications.